Event description:
It was reported that there was difficulty getting data on the fast ventricular rates during fast atrial rates when the svt filter was turned 'on'. The svt filter was turned off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed a diagnostics problem. There was data missing for fast ventricular rate events in the presence of fast atrial rate events with svt (super ventricular tachycardia) filter turned on.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.